Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, when moving the iol (loaded into the cartridge) through the injector, the iol positioned incorrectly and made an incomplete rotation. The operator tried to position the iol appropriately three times with the same result. After changing to another iol, it positioned itself correctly without any problems. Procedure extended longer. The iol was in contact with the patient: after placing the cartridge to the eye and attempting to implant it, it passed through the cartridge incorrectly (3 times), so its implantation was abandoned additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. Iol returned positioned incorrectly in the iol case. No cartridge returned. Solution is dried on the iol. Both haptics are bent/deformed. The optic is bent/deformed and scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint iol was positioned incorrectly, passed through the cartridge incorrectly as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).